Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, it was reported a fluid loss in the reservoir. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Updated describe event or problem b5 and concomitant product/therapy c2/d10. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and leak testing. It was found buckling folds in the proximal end of the cylinder. Both cylinders passed the leakage test. Momentary squeeze (ms) pump was microscopically inspected, and it was found to have worn down to the filament. Ms pump passed leak testing. Finally, ms pump did not pass activation test. Regarding the spherical reservoir, it was microscopically inspected and leak testing. Spherical reservoir passed visual inspection and leakage test. Risk review and labeling review identified that the adverse event of leak are known risk of device. A most probable conclusion of cause traced to component failure was selected based on the activation problems found in the ms pump. Additionally, for the reported fluid leak, a conclusion of unable to exclude device problem was selected, as the reported fluid leak cannot be identified, since the connecting tubing was not returned for analysis.

Event description:
It was reported that the pump for this inflatable penile prosthesis (ipp) presented a mechanical problem, it was also reported that there was a fluid loss in the reservoir. The ipp was explanted and replaced. There were no patient complications reported.